Manufacturer narrative:
Product complaint (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that the patient suffered from a subarachnoid bleed (sab) after use of a 5mm x 22mm embotrap iii (et307522/unknown lot number) revascularization device in a middle cerebral artery (m2 segment) occlusion. No further information is available. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Hemorrhage secondary to vessel trauma or injury is a well-known extensively documented potential complication associated with the embotrap iii revascularization device and is listed in the instructions for use (IFU) as such. With the amount of information available and without films of the event, it is not possible to draw a clinical conclusion between the device and the reported event. However, there are clinical and procedural factors such as vessel characteristics, clot burden/characteristics, device selection, device interaction, and mechanical manipulation of devices within the artery that may have contributed. There is no indication that the device malfunctioned or that it is related to the device design or manufacturing process. Since the relationship of the device to the reported event cannot be clearly established, the event meets MDR reporting criteria with the classification of ¿serious injury¿. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4) updated sections on this medwatch report: g3, g6, h2, h6 (health effect ¿ clinical code) and h11. Corrected data: section h6: health effect ¿ clinical code: perforation of vessels (e0511).

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the date of the event was not reported. Lot #: the lot number was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A report from the field indicated that the patient suffered from a subarachnoid bleed (sab) after use of a 5mm x 22mm embotrap iii (et307522/unknown lot number) revascularization device in a middle cerebral artery (m2 segment) occlusion. No further information was provided at the time of complaint initiation.